Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a lack of tremor and speech control. X-ray imaging confirmed the leads and lead extensions were appropriately placed. Troubleshooting and reprogramming efforts were unsuccessful, and eventually the implantable pulse generator (ipg) would no longer communication with the clinician programmer (cp). The patient underwent a revision procedure wherein the ipg was replaced and did well postoperatively.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a lack of tremor and speech control. X-ray imaging confirmed the leads and lead extensions were appropriately placed. Troubleshooting and reprogramming efforts were unsuccessful, and eventually the implantable pulse generator (ipg) would no longer communication with the clinician programmer (cp). The patient underwent a revision procedure wherein the ipg was replaced and did well postoperatively.

Manufacturer narrative:
Analysis of the returned ipg revealed no anomalies. The ipg showed typical device characteristics throughout visual and functional testing. No communication issues were observed including testing with the cp. However, a labeling review was conducted, and revealed loss of adequate stimulation, and motor problems such as tremor, and speech or swallowing problems are known risks associated with the use of dbs system.